Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4)

Event description:
Medtronic received information that 16 months post implant of this bioprosthetic valve, both echocardiography and fluoroscopy revealed "massive" central tricuspid regurgitation (tr). The patient also reported "feeling worse than before the tricuspid repair." A medtronic transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve, resolving the tr. Medication was also prescribed and the patient continued to be monitored. It was reported that the physician felt the cause of valve failure could be due to a past medical history of unclosed atrial septal defect (asd) and ebstein anomaly, or that the patient did not react well to the bioprosthesis.

Event description:
Medtronic received information that 16 months post implant of this bioprosthetic valve, both echocardiography and fluoroscopy revealed "massive" central tricuspid regurgitation (tr). The patient also reported "feeling worse than before the tricuspid repair." A medtronic transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve, resolving the tr. Medication was also prescribed and the patient continued to be monitored. Three days postoperative, moderate tr was noted due to a clot formation which appeared to be blocking the leaflets of the valve. The patient¿s oxygen level began to drop five days postoperative. The patient underwent emergency surgery to implant a second medtronic tpbv. It was reported that the physician felt the cause of valve failure could be due to a past medical history of unclosed atrial septal defect (asd) and ebstein anomaly, or that the patient did not react well to the bioprosthesis.

Event description:
Medtronic received information that 16 months post implant of this bioprosthetic valve, both echocardiography and fluoroscopy revealed "massive" central tricuspid regurgitation (tr). The patient also reported "feeling worse than before the tricuspid repair." A medtronic transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve, resolving the tr. Medication was also prescribed and the patient continued to be monitored. Three days postoperative, moderate tr was noted due to a clot formation which appeared to be blocking the leaflets of the valve. The patient¿s oxygen level began to drop five days postoperative. The patient underwent emergency surgery to replace the valves with another medtronic tpbv. It was reported that the physician felt the cause of valve failure could be due to a past medical history of unclosed atrial septal defect (asd) and ebstein anomaly, or that the patient did not react well to the bioprosthesis.

Manufacturer narrative:
Corrected to indicate that this valve was explanted and replaced. Also added patient and device codes below. This information was inadvertently omitted from the initial report. The device will not be returned for analysis. Without return of the product, no definitive conclusion could be drawn regarding the clinical observation. (B)(4).

Manufacturer narrative:
Further review of this case indicated that no devices were explanted. Corrected to clarify that the emergency surgery was to implant a third device. All devices remain implanted. Without return of the product, no definitive conclusion could be drawn regarding the clinical observation.

Manufacturer narrative:
Conclusion: the reported information indicated that this valve was implanted in the tricuspid position. Per the instructions for use (IFU), this device is indicated for the replacement of pathologic or prosthetic aortic and mitral valves. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Without the return of the valve for analysis, a root cause for the clinical observation cannot be determined. Medtronic will continue to monitor field performance for similar events should they occur.